Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during amputation of appendix on a laparoscopic appendectomy, the surgeon was able to press the green and squeeze the handle however, the stapler partially fired and as a result, there was an incomplete staple line distally. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during amputation of appendix on a laparoscopic appendectomy, the surgeon was able to press the green and squeeze the handle but there was incomplete staple line distally. Another reload was used to complete the case. There was no patient injury.